Event description:
It was reported that the ilet display screen was cracked, which prevented swiping and button presses while the device otherwise functioned. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no medical intervention or hospitalization. Investigation included a review of the complaint details and user guidance on data synchronization and device shutdown prior to return. Investigation of the returned device revealed physical damage to the device's user interface component, consistent with a cracked screen affecting touch input, with no evidence of device performance failure beyond impaired operability. It was concluded based on previously reported findings that the cause was mechanical damage from external forces.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.